Event description:
Spontaneous call from pt stating her pump was alarming. Reason unk. Caused could not be found. Pt switched to her back up pump. No interruption to therapy. Replacement will be sent to pt. Serial number (B)(4). No further info. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.